Event description:
It was reported that the ventilators battery was broken. There was no patient involvement. The investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 device reported by the customer stating that the battery failed during testing. It was identified the battery as a defect on arrival (defoa).

Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced the battery to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.